Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-04544. It was reported that the patient presented in hospital with syncopal episodes. Upon interrogation, out of range high values of high voltage lead impedance were noted. Issue with svc coil was suspected based on the impedance trend. No intervention was performed. The patient was in a stable condition.